Event description:
It was reported that a transmitter battery issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Patient have had a lot of transmitter failure error messages even with the last replacements that were sent to the patient / sending out a receive replacement to patient with rga kit to see if its the receiver because there's been multiple transmitters that has been sent to patient